Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor temporarily lost communication with the ilet device, after which the connection restored while the user was on the phone. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included phone-based troubleshooting and user education to keep the ilet in proximity to the sensor to maintain signal. Investigation of this case revealed a transient signal loss between the continuous glucose monitoring sensor and the ilet that resolved without intervention, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent communication disruption due to device separation or environmental interference.